Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed the occlusion test at 29.63 psi. The event happened during testing.

Manufacturer narrative:
D9 - date returned to mfg 5/27/2025. H3: h3: one device was received for evaluation. The service history review identified no previous repairs in the past 12 months. The customer reported issue could not be confirmed. A uso/dso sensor calibration plus a performance verification test (pvt) were performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.